Event description:
Reporter alleged discrepant blood glucose results of 33mg/dl back to back with a result of 88 mg/dl when testing was performed 1 minute apart on the advantage sys. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment was reported. A request was made for the return of the suspect device and replacement prod was sent.